Event description:
It was reported that the patient underwent a spine procedure using posterior fixation. After surgery, the patient complained of pain. A CT was done. They found a screw that was breaching the medial wall into the canal. The patient underwent a revision surgery to remove the screw.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.